Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spinal stenosis and underwent posterior fusion at t10-pelvis. During surgery, the tip of the screwdriver snapped. The tip got stuck in the screw head momentarily but the broken piece was retrieved successfully. The product came in contact with the patient. No fragments of the broken driver was remaining in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visual, microscopic and hardness confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with a torsional overload condition. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.